Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1903. Reference MFR report: 1627487-2012-1905. The pt had two leads implanted with the same lot number. It was reported the pt's scs system was not working as expected and the pt is no longer receiving effective stimulation. An sjm representative met with the pt and lead diagnostics showed invalid impedances. Follow up info identified the pt experienced a jolt and her ipg turned off. X-rays were taken and showed no abnormalities. The pt experienced heating at the ipg site during charging. The pt underwent revision surgery on (B)(6) 2012. Her leads and ipg were replaced with new ones. The pt is now receiving effective stimulation.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.